Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl at the time of incident. Customer states that she would give herself insulin but blood glucose would not come down and she gave herself insulin at the hospital and her blood glucose came down. Customer was hospitalized on (B)(6) 2017 her blood glucose when hospitalized was 600 mg/dl. Customer decline to check for presence of leaks or air bubbles in the tubing or reservoir. The product was not returned for analysis.